Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2019-09966, 1627487-2019-09968. It was reported that patient experienced shocking sensation all over the body when therapy was turned off. As a result, patient underwent surgical intervention on (B)(6) 2019, wherein the ipg and leads were explanted.